Manufacturer narrative:
Additional narrative:(B)(6). The device lot number was unknown. Therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during a cochlear implant surgery, it was observed that two cutting burr devices were not burring effectively. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. It was reported that the patient was fine post-surgery. There were no injuries, medical intervention or prolonged hospitalization. There was no adverse effect on patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.